Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that vascular access was obtained via contralateral approach. A 035" non-bsc guidewire was used. During deployment, normal force was applied to turn the thumbwheel. The white arrow was then observed and the pull grip was then used to completely deploy the stent without issue. No fluoroscopy was performed after the first 8-10cm of the stent was deployed. Following deployment, fluoroscopy was performed and it was noted that the stent had been prolonged.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issues, in-stent restenosis (isr) and stent fracture occurred and surgery was performed. In (B)(6) 2016, the patient presented with atherosclerosis. The target lesion was located in the right superficial femoral artery (sfa). A 6mmx200mmx130mm innova¿ stent was implanted. It was reported that the stent was not properly deployed at the right place or in the right way. It was also noted that the stent was prolonged in the sfa, causing the stent to fracture. Nine days later, the patient underwent a bypass operation in the sfa due to the isr and stent fracture. The proximal part of the previously implanted stent was taken out and thrown away, leaving the rest of the stent in place inside the patient. Two days after the bypass operation, the patient was discharged with a well-vascularized leg and in good condition with no further complications reported.